Event description:
As initially reported by an optician stated that the consumer experienced severe pain after wearing the contact lenses in unspecified eye. The consumer consulted an ophthalmologist and was diagnosed with infectious keratitis. At this time of this report, details of the medical treatment are not available. The current condition of the consumer¿s eye was symptoms continuing. Additional information has been requested on consumers eye resolution and medical records but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from opticians stating that the consumer experienced symptoms in the left eye and the contact lens was not saved. The ophthalmologist prescribed 500 mg valaciclovir, three times a day for seven days, ciprofloxacin one drop five times a day for seven days. The current condition of the consumer¿s eye was symptoms resolved. Additional information regarding more event details and medical information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
B3, b5, h6, d4, a1, a2 fields have been updated.the manufacturer internal reference number is: 2026-40797